Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that the thread has approximately seventy five percent of the thread peeled from the screw head, also nicks were noted on thread face. Neither the thread nor the minor diameter could be measured because of damage and dimension applies after anodize and prior to bead blast, so dimension is unobtainable, complaint is indeterminate. Placeholder.

Event description:
It was reported that during an l4-s1 pedicle screw fusion, while the surgeon was inserting a screw into the pedicle, the doctor noticed that a sliver of the head had come off the screw while it was in the screwdriver. The procedure was completed with a different screw, all pieces were retrieved with no harm to the patient. This is report 1 of 1 for complaint (B)(4).